Event description:
The initial report stated that a magnesium infusion of 2gms in 50 mls of normal saline was to infuse over 2 hrs and instead infused in 30 minutes. No pt harm or medical intervention reported.

Manufacturer narrative:
MFR's report date: 05/28/2008. Review of logs which were sent by customer did not include data from the date of the reported event. The infusion pump has been requested. The investigation is on-going. F/u report will be filed if add'l info is obtained and/or the pump is received for investigation. Pt info requested and all available info is included. This report was filed by the MFR.